Event description:
The customer reported via phone call that there was moisture exposure to the insulin pump. Customer reported there was condensation on the insulin pump's screen. Customer's blood glucose was 160 mg/dl. The customer also reported there was fluid under the lcd display. There were no cracks present on the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. The insulin pump was received with traces of moisture at the lcd board per visual inspection. No display anomaly noted. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.